Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4) 2018. The device was received for evaluation. A visual inspection was performed and found the bladder had ruptured. The ruptured bladder was microscopically examined and no signs of abnormality were found on the ruptured bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.